Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages, damaged cable) was confirmed due to the electrode belt ECG "c&d" cables being broken at the distribution node, breaking all wires in the cable. The belt did not pass falloff testing. The root cause for the broken wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.